Manufacturer narrative:
Weight & ethnicity: unknown/asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between dec 7, 2021 and feb 24, 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Initial reporter first name: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported haptic fixation and dislocated intraocular lens (iol) in the left eye of a patient. The lens was explanted in a secondary surgical procedure. It was indicated that a vitrectomy was performed, and suture was used. A competitor lens was used as the replacement and the patient is doing fine post operation. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: mar 16, 2022 section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect intraocular lens was received for evaluation. Visual inspection under magnification revealed that the lens was received cut in half, and no further issues were identified. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.